Event description:
The customer reported the system would boot up but would not perform fluoroscopy. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was replaced and the beam was aligned during the service call. The system was tested and found to be working as intended and put back into service.